Manufacturer narrative:
To date, the device has not returned for evaluation, the root cause has been established through acumed's health hazard evaluation process. Additional reporting on this event will be provided as a follow up report if alternative information becomes available.

Event description:
It was reported that the aculoc 2 1.5 driver bit tip broke off into distal styloid screw head. Broke at an angle and was unable to remove from screw head. Driver bit tip was slightly filed down to make a completely flush with the head of the screw to avoid any irritation. Took about 15 to 20 minutes of trying to remove from screw head.